Manufacturer narrative:
A philips authorized service provider (asp) reported the customer elected to have the device repaired by an alternative service provider. The asp reported the speaker faulted after testing. The customer did not provide additional repair details. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the backup alarm failed on the v60 ventilator. The device was not in clinical use. There was no report of harm.

Manufacturer narrative:
E1 reporter phone number (B)(6).